Event description:
The reporter stated that a blood glucose result of 162mg/dl was received at 10:30pm. The customer took 3 units of humalog based on a sliding scale. It was stated by the reporter that the customer also forgot to take 70 units of lantus. It was stated by the reporter that the customer was sweating and couldn't be awakened. Paramedics were called at 11pm. A result of 40mg/dl was received on the paramedics device and 80mg/dl on the customer's device. The customer was admitted into the hosp and was stated to be in a diabetic coma. He was given a glucose IV. A request was made for the return of the suspect device and replacement product was sent.